Manufacturer narrative:
Findings: unit alarmed button error followed by unresponsive up arrow button due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unable to perform prime test due to keypad anomaly. Unit received with cracked case at display window corners and battery tube threads. Unit received with scratched lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error after being exposed to moisture. The customer's blood glucose level was 9.2 mmol/l at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.